Event description:
Info received indicates that nothing happens when pump run button is pushed. Pump will not feed at all.

Manufacturer narrative:
All alarms performed according to specifications. Accuracy tests were within specifications. Complaint could not be confirmed.